Event description:
It was reported there was an issue with the clearance of the stimloc cap. It was stated the cap did not snap in well. It was also reported the cover advanced the lead down. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).